Event description:
It was reported that a snap was heard and the y-site broke during patient use at the luer-lock. This occurred on the general medicine/transplant unit. The patient had previously been playing with the tubing. The patient was receiving tpn, lipids, and medication to their central venous catheter. The resulted in a leak.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the y-site broke during patient use.